Manufacturer narrative:
The photo and video provided confirmed the report. The safety balloon was observed to be ruptured and leaking when attempting to inflate the internal carotid balloon. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. It is possible to damage the safety balloon if the user mishandled the device when removing the safety sleeve or if the sleeve was incorrectly moved in the direction of the stopcock instead of toward the infusion area of the internal carotid lumen. As stated in the IFU: the sheath should be moved and hang loosely on the infusion area of the distal lumen (away from the stopcock area). The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: this is report 1 of 2 related to the first shunt used in the event.

Event description:
It was reported that two pruitt f3 carotid shunt balloon ruptured and leaked during pre-testing for a procedure. They were not used on the patient. No patient injury was reported. The distributor reported the issue to sfda. Note: this is report 1 of 2 related to the first shunt used in the event.